Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced foreign matter contaminated. The following information was provided by the initial reporter, translated from chinese to english: after opening the outer package of intravenous indwelling needle (bd nexiva) 22g, it was found that there were obvious stains on the needle handle of the indwelling needle, and it was not given to the patient.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced foreign matter contaminated. The following information was provided by the initial reporter, translated from chinese to english: after opening the outer package of intravenous indwelling needle (bd nexiva) 22g, it was found that there were obvious stains on the needle handle of the indwelling needle, and it was not given to the patient.